Event description:
A malfunction alarm was reported with code malf 0, but there were no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Customer received assistance from technical support in resetting the pump, and the malfunction code did not recur after the reset. Customer was instructed to continue using the pump and to call back if the issue happened again, which the customer understood.